Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg value not provided). Reportedly, customer had issues with elevated blood glucose while using the pump. Multiple attempts were made to obtain additional information; however, customer declined to provide.